Event description:
Surgeon and assistant surgeon were in the case when surgeon reached for the overhead light from behind him and moved it over the sterile field when "something" popped out from the overhead light and fell onto the sterile field, hitting part of the patient's pelvic area and then onto the floor. It was retrieved and later on found out it was a piece of the overhead light. Upon further investigation, it was noted to be housing for the operating room light. Manufacturer response for steris surgical light, harmony 585 led (per site reporter): based on the description of the event and the photos it appears that the root cause is due to at least one of the screws backing out due to the boss being damaged, possibly from cleaning solution seeping into the screw hole and degraded the mount or from over tightening of the screw causing the damage.